Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console did not reflux during a cataract surgery. The patient experienced posterior capsular bag rupture. The procedure could not be completed as the physician was unable to implant the intra-ocular lens (iol). The surgery was re-scheduled to another date for implant of the iol. Additional information has been requested. Additional information has been received clarifying that patient had completed intra-ocular lens (iol) implantation in sulcus. No other complication to the patient reported.

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per a service record (sr) opened previously. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).